Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2023; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller stated the patient's ins has been removed and the lead remains abandoned.  Agent would like to add that the patient shared a lot of medical history in regards to their back pain and issues they had come across. The reason for call was patient reported that the implant never worked as the signals weren't targeting the area of pain. Patient noted that the manufacturer representatives (rep) couldn't get it figured out and that it was sending out signals but wasn't reaching their pain. Patient stated it wasn't doing them any good so they had the implant removed about a year ago by their back surgeon but left the leads in because they had started being embedded. Patient confirmed that they noticed the implant wasn't working as intended shortly after they were implanted. Patient stated that they checked with the surgeon at the time if this process of removing the implant would interfere with them having an MRI, and the surgeon said no because the implanted system was set up where they could get mris. Patient reported that they had been in pain in their back for years due to having really bad nerve damage and noted that the disc in their spine was deteriorating.